Manufacturer narrative:
.

Event description:
It was reported on (B)(6) 2012 that a patient implanted with vns in 2005 was going to be implanted with a defibrillator on (B)(6) 2012 due to arrhythmia. The patient presented in the ER with arrhythmia and it was determined he needed a defibrillator implant. Good faith attempts to obtain additional information were unsuccessful as the physician has moved and his current residence is unknown.

Event description:
Additional information was received on (B)(4) 2012, when it was reported that the patient had a heart attack in (B)(6) and defibrillator paddles were used. The patient now sees a new physician however good faith attempts to obtain additional information from the physician have been unsuccessful.